Event description:
Procedure type: unknown. According to the reporter: the plastic tip broke off during insertion. No patient injury was reported. Additional information could not be reported.

Manufacturer narrative:
(B)(4).